Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed a no delivery alarm during a set change. Customer's blood glucose was 139 mg/dl. Customer mentioned the alarm was resolved by a reservoir change. After troubleshooting, customer wanted to return the reservoir for analysis.